Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 130 ohms. The shock impedance trend shows the measurements have been between 90 ohms and 130 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) the possibility that there are mineral deposits on the lead. Ts provided guidance to continue to monitor the issue closely and if the shock impedance measurements rise to 150 ohms, they should consider performing a commanded shock to test the rv lead integrity. Ts discussed that if other changes are observed in the rv pace impedance or sensing, then they may want to troubleshoot the issue further and possibly replace the rv lead. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.